Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging that the occlusion alarm feature on the animas insulin pump is absence. The patient indicated that on 3 separate occasions the cannula on her infusion set was bent but the subject pump did not give any occlusion warning. During the incidents, her blood glucose was elevated up to 500 mg/dl. The patient was able to resolve the issue by changing out the infusion set and was able to deliver correction insulin bolus. There was no further issue. The patient remains on insulin pump therapy. The patient was educated about the threshold of the occlusion pressure. This complaint is being reported because the patient had elevated blood glucose reading of 500 mg/dl while on insulin pump therapy. The patient felt that the animas pump should have alarm for the bent cannula issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the black box started on 06/04/2015. The black box data and pump histories for the event have been overwritten due to continued use of the pump. The available pump history showed no evidence of any occlusion alarms. The pump was exercised for 24hrs with no ¿occlusion¿ alarms duplicated. The pump was manually occluded during testing and the pump displayed an "occlusion alarm" message on the screen along with vibrate and audible features. The occlusion alarm feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The original complaint could not be duplicated or confirmed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.